Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID: evproplus-26 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve dislodged. Subsequently, the valve was snared to the ascending aorta. A second transcatheter valve was attempted; however, the delivery catheter system (dcs) was unable to advance through the first valve. After multiple attempts of advancing the dcs, the patient's hemodynamics deteriorated, and the patient was transferred to surgery. During surgery, the patient lost a lot of blood due to surgical cut down and hemodynamically collapsed. Cardiopulmonary resuscitation (CPR) was performed; however, the patient died.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: forty-seven intraprocedural fluoroscopic media files were reviewed in relation to the event. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth was measured at approximately 3 millimeters (mm) on the non-coronary cusp in the cusp overlap view, and 8-10 on the left coronary cusp in the left anterior oblique (lao) view. As stated in the instructions for use (IFU): the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is 1 mm or >5 mm, consider recapture. Evidence suggests that the valve was released, and sometime after final release and removal of the delivery catheter system, the valve dislodged to the level of the sinus of valsalva. The dislodgment event was not captured therefore it is not possible to validate the cause of the dislodgment. A snare was used to reposition the valve to the ascending aorta, and a second valve was attempted to advance. It was reported that the second system failed to advance through the dislodged valve and the procedure was aborted after multiple attempts which included a ¿buddy wire¿ - a second guidewire alongside the primary one during complex interventions to provide extra support and improve device delivery. Corrected data: h8 - usage of device corrected from blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed. Per the physician, the cause of death was due to the valve dislodgement and the inability to track the second dcs. The loss of blood and deterioration in hemoglobin levels lead to the death. It was further reported that the valve, first dcs, and second dcs could not be excluded as contributing factors to the death.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.